Manufacturer narrative:
Additional product codes: osh, mnh, kwp, mni, kwq. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2015 the primary plf was performed at t8-s without surgical delay. On (B)(6) 2021 it was reported that the expedium rod had broken. On (B)(6) 2021 the patient underwent an extension revision procedure; the revision procedure was completed with a connector which was deployed sideways in the lesion. The surgeon noted the patient¿s life-style and actives may have contributed to the breakage of the device. This report is for an expedium rod. This is report 1 of 1 for (B)(4).